Manufacturer narrative:
(B) (4): results: a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and the work order search, the root cause of the event could not be determined. (B) (4).

Event description:
It was reported that the micl12.6 implantable collamer lens was implanted on (B) (6) 2007. Patient reported on the post-treatment follow-up form at 36 months, that sometimes the lens feels like its re-adjusting lower in the eye. Additional information has been requested but not yet received. Any additional data received will be submitted on a supplemental medwatch form.